Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. M

Event description:
Customer reported via phone call that the reservoir compartment was broken and insulin leaked. Customer's blood glucose was 600 mg/dl, which was treated with manual injection. Customer was not sure if insulin was in the pump or reservoir compartment. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.